Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming pulse lead hi-pot testing. Upon evaluation, there was no visible damage to the cable, but an open pulse wire was found in the cable connecting the distribution note (dn) and front therapy electrode (te). The cause of the incoming test failure is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force place on the cable. No adverse event resulted from the pinched wire. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming pulse lead hi-pot testing. The last patient to use this belt did not report any deficiencies.